Event description:
It was reported that the physician&#39;s handheld was freezing at different times. It was reported that the physician feels that the handheld is difficult to used because of the freezing and would like a new programming tablet.the physician was provided a new programming tablet. The handheld was expected to be returned for analysis, but has not been received to date.

Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.